Event description:
The customer reported that the autopulse platform (sn (B)(6) displayed a user advisory (ua)12 (lifeband not present). Upon clearing the ua12, the platform displayed a ua07 (discrepancy between load 1 and load 2 too large). No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(6) for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Manufacturer narrative:
Corrections in d1 (brand name), d2 (common device name), d3 (manufacturer name) ,d4 (model #), and g1 (contact office - manufacturing site). The customer's complaint that the autopulse platform (sn 37779) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a defective load cell. The archive data indicated ua12 (lifeband not present) and was cleared by the customer, as stated in the reported event description. After clearing ua12, the platform displayed multiple ua07 advisories on the reported event date, confirming the reported complaint. The autopulse platform failed functional testing due to ua07 advisory displayed upon power up, confirming the reported complaint. The load cell characterization check revealed an over reporting load cell and need to be replaced to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn 37779.